Event description:
Boston scientific crm received information that this implantable congestive heart failure (chf) generator, which was included in the shortened replacement window product update was classified as an advisory and originally communicated on april 5, 2007, displayed a monitoring voltage of 2.71 v after 26 months of implant, 2.63 v after 29 months of implant and 2.60 v with a charge time of 8.2 seconds after 31 months of implant. A boston scientific technical services (ts) consultant suggested that a save to disk be sent in for analysis. Due to the advisory status, a longevity estimate could not be given. No adverse patient effects were observed.

Manufacturer narrative:
No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated. A disk analysis noted that the shortened replacement window advisory no longer applies due to monitoring voltage was 2.65 in >27 months. The bsc sales representative noted that the device appeared to be depleting faster than normal and outputs were normal and not high. A boston scientific technical services (ts) consultant discussed it may be a good course of action to continue current monthly follow up schedule. Most recently, this medical device has been returned to the boston scientific crm post market quality assurance laboratory but analysis remains inconclusive to date. Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.